Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a normal device change out procedure, noise with noise reversion was noted on the right ventricular lead. The patient was pacemaker dependent. The lead was capped and replaced on (B)(6) 2019. Patient was stable.